Manufacturer narrative:
The device is not available for investigation; it was discarded after the procedure. Failure files were reviewed and do not show any system notices for the date of event. There was no indication of product malfunction. This report will be recorded and trended.

Event description:
Information received by medtronic indicated that the patient had a phrenic nerve injury during a cryoablation procedure. At end of the case, the phrenic nerve had recovered to 20%.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.